Event description:
Procedure type: esophagus. According to the reporter: at the beginning of procedure, both cutting and coagulation could be done with no problem. From around the 5th operation, the device would not work properly. The transducer was refasten and tried to cut thin tissue. The output sound was heard, but tissue was not cut at all. Another device was used to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).